Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The problem reported by customer: not reading the correct joules. There was no reported patient involvement.